Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that their insulin pump alarmed with a radio frequency error every day at 10 am. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the radio frequency error. The customer programmed a normal bolus into the air and the bolus amount was recorded in the bolus history. The customer confirmed that a temp basal was not programmed before the alarm occurred. The insulin pump was returned for analysis.

Manufacturer narrative:
The pump was received with operating currents within specification, and passed the unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. However, the pump alarmed rf pic failed during the self test and failed to receive readings from the blood glucose meter due to a faulty component on the radio frequency board. The pump failed to upload to care link due to the faulty component on the radio frequency board. After replacing the faulty component, the pump successfully uploaded to care link completely. The pump also had minor scratches on the lcd window.